Event description:
It was reported that the physician suspected externalized conductors via diagnostic imaging. Lead remains implanted and monitoring will continue. There is no further information available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.